Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the hospital with diabetic ketoacidosis (dka). The patient reported receiving the wrong pods from a pharmacy. They expected freestyle libre 2 plus compatible pods but were dispensed dexcom-compatible pods. The patient attempted to apply a pod the previous night and received a not compatible message on the pod controller. Because the user works fly-in, fly-out on a mine site and only had novorapid insulin for use with the pod, they went to the hospital the following morning to obtain an alternative insulin pen to manage through the rest of their swing. The patient was treated with administration of insulin via insulin pen. The patient was discharged on the same day.